Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16852. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of leads, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead had high capture threshold. The physician capped and replaced the ra and rv lead on (B)(6) 2021. The patient was in stable condition.

Event description:
New information received notes that both right atrial (ra) and right ventricular (rv) leads had loss of capture and failure to sense during examination.

Manufacturer narrative:
H6 - additional codes - failure to capture and failure to sense codes were added.